Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. The device was received for evaluation. External inspection was performed and no issues were noted. Internal inspection was performed and found all connections secure with no evidence of moisture or infestation. The heater elements were found within product specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid was too hot during therapy with a homechoice device. This occurred during dwell five of five of the peritoneal dialysis therapy. The home patient (hp) was connected during the event and stated that the fluid entering was too hot. The hp stated that previously they felt the fluid being too hot in dwell 5 of 5 and now it was every cycle. The cycler was swapped and renal therapy services discussed the use of continuous ambulatory peritoneal dialysis until the new device arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.